Event description:
The facility representative reported an infuso.r. Pump with a condition of 'up and down lever connecting the syringe to the device is broken.' It is unknown when this condition occurred. However, it is known to have occurred in the anesthesia department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement is unknown. The customer is not willing to be contacted. Therefore, no additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported problem was definitively identified a broken pusher block assembly. The pusher block assembly was replaced to fix the problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional information is received, a follow-up will be submitted.